Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on power supply was evaluated and readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported communication failed error message during fluro. The fe reported the system had to be rebooted in order to continue use. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.